Event description:
It was reported that there was white, floating particulate matter in the reservoir of a large volume infusor. This was observed after the device was filled with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured september 30, 2014- october 1, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted a white particulate floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.